Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a ballooning in the left cylinder was found. The pump and left cylinder were explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder was microscopically inspected and had wear at fold in the proximal end, middle, and distal end of the cylinder. The first cylinder had broken fabric threads from wear in the proximal end of the cylinder. The first cylinder did not pass the leakage testing due to a bulge. The momentary squeeze (ms) pump was microscopically inspected, and contamination was found within the ms pump. Ms pump tubing was cut down to the pump block; the tubing was not returned for analysis. The pump passed the leak testing. This investigation was assigned to the conclusion code of cause traced to component failure.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a ballooning in the left cylinder was found. The pump and left cylinder were explanted and replaced. No patient complications were reported.